Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708340 , serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3998 lot# l85507, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: lead. Product ID: 3708340, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. Shocking was reported. The surgeon replaced everything. The rep was not part of the lead revision that occurred on (B)(6) 2017 and that he did not attend the surgical consult. The health care professional (hcp) did not want rep' present at the surgery. At that time, the hcp replaced everything including leads/ extensions to a new ins system. The rep was aware 3-4 days prior to surgery. Rep also mentioned that their guess was that the physician saw the impedance and did not like what they saw, which led them to replace the entire system. The hospital discarded the explanted devices. Patient was last seen on (B)(6) 2018 to get reprogramming for the new ins. No patient symptoms or complications were reported in this event.